Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient presented to the emergency room (ER). A review of the cardiac resynchronization therapy defibrillator (crt-d) device data indicated there were several recent stored pacemaker-mediated tachycardia (pmt) episodes. It was noted that the pmt may have been uncomfortable for the patient. In addition, the left ventricular (lv) lead pace impedance trend data exhibited intermittent high out of range measurements greater than 2000 ohms. The lv lead is operating consistently on the high end of the pace impedance range, between approximately 1900 ohms and 2200 ohms. The most recent in-office measurement approximately a year ago recorded an out of range measurement of 2138 ohms and the most recent daily measurement recorded an out of range measurement of 2161 ohms. The ER physician contacted the cardiology team to see the patient and possibly reprogram the crt-d device for the pmt. The products remain in-service. No additional patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room (ER). A review of the cardiac resynchronization therapy defibrillator (crt-d) device data indicated there were several recent stored pacemaker-mediated tachycardia (pmt) episodes. It was noted that the pmt may have been uncomfortable for the patient. In addition, the left ventricular (lv) lead pace impedance trend data exhibited intermittent high out of range measurements greater than 2000 ohms. The lv lead is operating consistently on the high end of the pace impedance range, between approximately 1900 ohms and 2200 ohms. The most recent in-office measurement approximately a year ago recorded an out of range measurement of 2138 ohms and the most recent daily measurement recorded an out of range measurement of 2161 ohms. The ER physician contacted the cardiology team to see the patient and possibly reprogram the crt-d device for the pmt. The products remain in-service. No additional patient symptoms or adverse patient effects were reported.